Event description:
A malfunction alarm with code malf 9 was reported. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer did not address the elevated bg at time of report. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to reach out again if any issues arose.